Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported a low readings issue with a customer's adc freestyle libre. The customer received sensor scan results of 224 mg/dl, 225 mg/dl, and 226 mg/dl, compared to hcp meter readings of 596 mg/dl, 554 mg/dl, and 556 mg/dl, respectively. Additionally the customer received built-in meter readings of 174 mg/dl and 220 mg/dl compared to hcp meter readings of 554 mg/dl and 596 mg/dl, respectively. The customer was experiencing symptoms of vomiting, convulsions, seizure, and loss of consciousness. The customer was diagnosed with diabetic ketoacidosis (dka) and administered insulin in addition to unspecified additional treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with a customer's adc freestyle libre. The customer received sensor scan results of 224 mg/dl, 225 mg/dl, and 226 mg/dl, compared to hcp meter readings of 596 mg/dl, 554 mg/dl, and 556 mg/dl, respectively. Additionally the customer received built-in meter readings of 174 mg/dl and 220 mg/dl compared to hcp meter readings of 554 mg/dl and 596 mg/dl, respectively. The customer was experiencing symptoms of vomiting, convulsions, seizure, and loss of consciousness. The customer was diagnosed with diabetic ketoacidosis (dka) and administered insulin in addition to unspecified additional treatment. There was no report of death or permanent impairment associated with this event.